Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump hardware was peeling, making it difficult for the customer to load a cartridge onto the pump. The customer's blood glucose level was 400 mg/dl. The customer delivered a correction bolus and administered a manual injection via novolog pen. Reportedly, the customer has manual injections available as alternate insulin therapy.